Event description:
The customer contact reported that during preventive maintenance testing, the device did not alarm when air was in the tubing distal to the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.